Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and other manufacturer right atrial (ra) lead had a lead safety switch for high out of range pacing impedances. After the lead safety switch triggered, the device went to unipolar sensing and there were observations of oversensing. The device was reprogrammed to unipolar pace and bipolar sense. The system remains in-service, with no adverse patient effects were reported.